Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose ran low at night. The customer had a low blood glucose reading 33 mg/dl. She treated with glucose tabs and declined troubleshooting for low blood glucose. The blood glucose reading the morning of this report was back up to 104 mg/dl. The insulin pump was not returned or replaced.